Event description:
Information received indicates the bed is slowly drifting into the trendelenburg position with the power off to the bed.

Manufacturer narrative:
The technician found the trend valve center was loose and stuck in the port. He replaced the trend valve to repair the bed.